Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm (alarm 12) and a continuous glucose monitor error 42 occurred. The pump was reset, and reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 198 mg/dl.